Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a patient receiving adrenalin, noradrenaline, remifentanil and propofol was being transferred to the MRI department when the alaris system experienced a "communication error" and switched off. The patient became severely hypotensive and required additional inotrope support and IV fluids. The MRI was cancelled for that day and the patient was returned to the ICU. There is no report of any lasting harm.